Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the mega suturecut needle driver instrument's wire broke while suturing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no instrument collisions or issues related to the opening/closing of the grips. It is unknown if there were any issues related to the left/right motion of the grips or to the up/down motion of the wrist. There was one visibly protruding cable. The issue was resolved by using a new sterile mega suturecut needle driver instrument.